Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year old caucasian female patient underwent breast augmentation revision with two 550cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast pain, with one implant harder than the other and one feel different. The patient is not sure if they have leaking implants. However, they have been diagnosed with one implant bottoming out and also had another diagnoses of capsular contracture. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6), 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On september 29, 2022, mentor received additional information indicating that the patient was also diagnosed with breast implant illness and that the patient's capsular contractures were baker grade ii on both breasts. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On november 30, 2022, mentor received additional information indicating that the patient's breast issues started around (B)(6) 2017. On (B)(6), 2022, mentor also received additional information indicating that there was no capsular contracture and no rupture present. However, the patient underwent bilateral total capsulectomies.